Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported the following: "I have some best practice questions concerning a bard power PICC solo polyurethane catheter. Here at the facility I represent, we have a patient that has one of these devices that has been in place since (B)(6). The patient is receiving IV antibiotic therapy for infective endocarditis. The PICC is accessed every 4 hours using standard access procedures, alternating lumens each time, flushed thoroughly before and after with saline. Since the catheter was placed, there have been four instances of intravascular occlusions where the lumen becomes sluggish or completely occludes. There is no blood return noted and there is no positional extravascular occlusion, verified by having the patient reposition their arm and head when accessing. We have had to use cathflo on all four instances, dwell time ranging from 30 to 60 minutes. The cathflo has always been successful every time. My concern is if the occlusion is a practice related issue that is correctable. Upon reading the bard power PICC user guidelines, I've noted that they suggest de-accessing the line under pressure, flushing the line as the flush is removed from the clave, which prevents blood from back flowing into the tip of the catheter and possibly clotting off. In practice, have others found that this is enough to cause the issue we are seeing in practice?"